Manufacturer narrative:
Conclusion: no product was returned, therefore the reported event could not be confirmed and no root cause can be determined. No batch identification was available, so a review of the device history record was not possible. That event was observed during the closure or placement of drains. It is possible the lead may have dislodged causing the pacing and sensing inconsistency. The instruction for use (IFU) of model 6500 indicates other potential issues may include excessive bending, kinking, twisting or stretching may damage the junctions, pacing lead body and/or insulation resulting in failure and/or loss of therapy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of an aortic valve, this temporary pacing lead was placed, however it only delivered intermittent pacing. The lead was removed and another temporary pacing lead of the same model was placed. However that too only delivered intermittent pacing and was removed. As the patient was in cardiopulmonary arrest the incision was reopened to place a third pacing lead of a different model, which provided appropriate pacing for the patient. No additional adverse patient effects were reported.